Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device does not charge; it does not load. Further information was provided that the device does not turn on with battery nor with ac power. There was no adverse patient impact reported.

Manufacturer narrative:
The philips field service engineer (fse) replaced the control pca and power pca. The device is returned to full functionality.

Manufacturer narrative:
One control pca and one power pca were returned for failure analysis. The reported problem could not be verified or duplicated with the control pca during lab tests. No fault was found with this control board. The reported problem was verified / duplicated with the power pca during lab tests. Fuse f1002 was found open circuit. The available information is consistent with a malfunction of the power pca. The cause was open circuit at fuse f1002. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.